Event description:
The customer's parent called and reported the customer experienced high blood glucose of 540 mg/dl after dinner. He was treated with the insulin pump and his blood glucose was 502 mg/dl. It was offered to troubleshoot, but customer's parent opted instead to follow up with his doctor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.